Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer received guidance from technical support on how to reset the pump, and no recurrence of the malfunction code was observed after resetting. Customer was advised to continue using the pump and to reach out again if the issue reappears.